Event description:
Litigation papers alleged: acetabular cup eventually detached, disconnected, created metallios debris, and/or loosened from the patients acetabulum, caused severe pain, inhibited patients ability to walk, and caused patient significant concern and fear for his health and well-being.

Event description:
Litigation papers alleged: acetabular cup eventually detached, disconnected, created metallosis debris, and/or loosened from the patients acetabulum, caused severe pain, inhibited patients ability to walk, and caused patient significant concern and fear for his health and well-being. Update: 11/29/2011 - the sales rep has reported the revision surgery. Patient was revised due to pain.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.